Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-dec-2020, UDI # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 25 mg/ml morphine at 2 mg/day and 30 mg/ml bupivacaine at an unknown dose. The reason for use was not reported. It was reported that patient developed leaking from the back incision site and there was a collection of fluid at the pump pocket site, starting on (B)(6) 2019. There were no identifiable environmental/external/patient factors that may have led or contributed to the issue outside of recent replacement of catheter and pump on (B)(6) 2019. No troubleshooting was performed. Interventions/actions that were taken to resolve the issue included the patient being admitted to hospital on (B)(6) 2019 and was started on IV antibiotics. The doctor took the patient to the operating room on (B)(6) 2019 for surgical exploration. Upon looking at back incision, there was complete wound dehiscence at the incision site and ¿serious fluid in pocket site.¿ the decision was made to explant the catheter and pump on (B)(6) 2019. Cultures were sent from back and pump pocket. The customer was notified that the device should be returned to the manufacturer for analysis, but the customer discarded the products. The issue was not resolved at the time of this report. The patient status at the time of the report was ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Product ID 8780, erial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2019-jul-24. It was reported that the patient had the pump removed due to infection. The pump pocket and catheter track were noted as the areas of infection. Infection symptoms included swelling. The patient went to get the pump refilled at the university 3 days after the pump was installed. There was swelling around the pump and they removed 94 cc of fluid from around the pump. They were told to watch it carefully and if it started to do it again to take her to the emergency room. The swelling then started where the catheter went to the spine. The change in therapy/symptoms was noted as sudden and the infection was confirmed. The strain was not identified, but that it was not mrsa. The event date was reported as (B)(6) 2019. Interventions included IV antibiotics and total system explant. The system was removed on (B)(6) 2019 (all dates were contradicting previous report). They were in the hospital for about a week after it was removed and was then sent to a nursing home and she received IV antibiotic for a month from (B)(6) of 2019. There were no further complications reported/anticipated.